Event description:
It was reported by the mom that her daughter had a spinal cord stimulator implanted on (B)(6) 2012 and suture was used to anchor it into place. Approximately four weeks after the implantation, the patient had highlighter yellow exudate from the wound which cultured negative. It was determined at that time the device did not have to be removed as a result of the exudate. Over the next eleven months, the wound never fully closed. The spinal cord stimulator was removed at the end of (B)(6) 2013 due to the device erupting through the skin. The suture which anchored device was discovered to be baby blue in color upon device removal. The caller states that the surgeon opines the device eruption and removal was possibly due to the suture. The patient still needs to have the spinal cord stimulator replaced.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.